Event description:
A biomedical engineer reported that there was no phaco power during a cataract extraction procedure. An alternate system was used to complete the case with no impact to the pt.

Manufacturer narrative:
A company rep examined the system and confirmed the reported event and observed two system messages: ¿hand piece voltage low¿ and ¿power amplifier supply voltage¿. The company rep then addressed this by replacing the u/s controller pcb. The system was then verified to meet product specifications. There was no sample returned for evaluation. For this reason, steps could not be taken to evaluate the pcb at a component level. A review of complaints for the last (B)(4) did not indicate any add¿l similar reports for this system. The root cause could not be determined conclusively. (B)(4).